Manufacturer narrative:
Reporter occupation: other, senior counsel, litigation. Please note that the exact event date is unknown and the event date is the complaint awareness date. As reported, the patient underwent placement of a trapease vena cava filter. The patient is reported to have had a history of recurrent lower extremity deep vein thrombosis (dvt). The indication for the filter placement was reported to be as prophylaxis against pulmonary embolism in the setting of a dvt. The filter was implanted via the femoral vein and placed in an infrarenal position. More than sixteen years after the filter implantation, the patient became aware that the filter had migrated and was associated with perforation of filter strut(s) outside the inferior vena cava (ivc). In addition, the patient reported that the filter was associated with blood clots, clotting and/or occlusion of the ivc. The patient further reported having experienced mental anguish, worry and anxiety associated with the filter. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pe via percutaneous placement in the ivc for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter migration and ivc perforation events could not be confirmed and the exact cause could not be determined. Ivc filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the instruction for use (IFU) as such. Possible causes for filter migration include mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the ivc including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. A review of the IFU notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Stenosis, blood clots, clotting, embolism, thrombosis and/or occlusion within the device or within the ivc and/or vasculature do not represent a device malfunction. Clinical factors that may have influenced the event include the patient¿s pre-existing comorbidities, pharmacological and lesion characteristics. The anxiety experienced by the patient does not represent a device malfunction. Anxiety, part of the body¿s natural response to stress and can cause feelings of, but not limited to, nervousness, mental anguish, fear, unease and worry. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Please note that this is the initial/final report for this product.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to migration, perforation, and occlusion. Information received per the medical records indicate that the patient has a history of recurrent deep vein thrombosis in the lower extremities. The indication for implantation was dvt and prophylaxis against pulmonary embolism. The filter was deployed via the patient's femoral venous system. The filter was successfully placed into the infrarenal area.   Information received per the patient profile form (ppf) states that the patient experienced perforation of filter strut(s) outside the inferior vena cava (ivc), blood clot, clotting and/or occlusion of the ivc. The patient continues to experience worry/anxiety. The patient became aware of the reported events approximately sixteen years and five months after the index procedure.